Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
Customer reported the tubing separated from the accuslide during an infusion. The separation was identified when the user noted blood from the pt backing up into the tubing. No pt harm reported. No add'l event info available.

Event description:
It was reported that the right atrial lead dislodged and was replaced.